Event description:
It was reported that detachment and removal difficulties occurred. The 80-90% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery (rca). After a non-boston scientific guide catheter passed the ostium of the rca, a dissection was noted in the proximal rca. Right after the dissection was ballooned and stented, a rotapro and shockwave balloon were used on the mid to distal rca. A 3.00 x 48mm synergy xd drug-eluting stent was then advanced to treat the mid rca. However, the stent was noted to be stuck in the lesion. When the physician tried to remove the device, the stent and stent balloon sheared off from the delivery system. An attempt to snare the detached piece, but the snare would not pass the guide extension catheter. Anesthesia, intubation, and open-heart surgery were required to remove the detached fragment. No patient complications were reported, and the patient was recovered and was discharged home.